Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unknown product performance issue. This ra lead was replaced with same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. However, a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. Furthermore, laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unknown product performance issue. This ra lead was replaced with same model and not implanted. No adverse patient effects were reported.